Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed as material separation of the anterior cuff. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the posterior needle tip remained in the foot pocket indicating a likely needle deflection interaction with tissue preventing the needle tip from full ejection. When the plunger was pulled, a material separation of the anterior cuff/needle occurred leading to the suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 3072041 to 3102641. D4 - expiration date: updated from 8/31/2025 to 5/31/2025. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 7/20/2023 to 10/26/2023.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unknown vessel using a proglide device after an interventional procedure with a small-bore sheath. Reportedly, the suture was loose in the body of the device and not attached to the needle when the plunger was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.